Manufacturer narrative:
Date rec'd by MFR: 13dec2019. Date of report: 13dec2019. The power supply was returned for failure analysis. A visual inspection revealed no signs of damage or contamination. During the failure analysis, it was determined that a failure of the c56 component prevented the power supply from operating on ac power. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18sep2019. The manufacturer¿s international service technician confirmed the reported alternating current(ac) issue. The manufacturer¿s international service technician replaced the power supply to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
Unit will not run on alternating current. There was no patient involvement.